Manufacturer narrative:
Device evaluation: customer provided a photo which shows a pseudophakic eye. The implanted lens is claimed to be a tecnis 1-piece iol with simplicity delivery system model dcb00 unknown dioptic power. As reported a discontinuous paracentral thin line apparently located in anterior surface of the lens with an estimated total length of approximately 4.5 mm, including 2-3 discontinuities. The source and clinical impact of the observed phenomena cannot be determined from a picture. A product quality deficiency could not be determined. Manufacturing record review: a review of the records could not be performed as the product serial number was not provided. A search for complaint historical review cannot be performed as the no serial number was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information age, weight and ethnicity: unknown/no information. Date of event: unknown/no information. Catalog number: partial number indicated as the serial number was not provided. Serial number: unknown/no information. Expiration date: unknown as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/no information. If explant; give date: unknown/no information. Device manufacture date: unknown as the serial number was not provided. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported that the intraocular lens (iol) model dcb00 that was implanted had a linear scratch. No further information was provided.